Event description:
It was reported that occlusion alarms occurred. Additionally, air bubbles were observed in the infusion set tubing. Reportedly, the customer is using supplies beyond labeling. Tandem technical support informed customer that using supplies beyong labeling is off label. A cartridge change was performed resolving the occlusion. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your infusion set every 48¿72 hours as recommended by your healthcare provider. Change your cartridge every 48¿72 hours as recommended by your healthcare provider.